Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted in an unspecified vessel with two proglide devices, using the preclose technique, prior to an interventional procedure. Reportedly, "the devices could not be activated and did not work". The sutures of two additional proglide devices were successfully placed using the preclose technique. The interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. Although the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Correction: reported (B)(4) was removed. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: proglide suture placement was attempted in a common femoral artery prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.